Manufacturer narrative:
The company service representative examined the system, but was unable to replicate the reported event. The system was then tested and met all product specifications. Additional follow-up information noted that per the customer, there is a possibility that it was user error. The system was manufactured on december 20, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; the root cause of the reported event can be attributed to user error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the auto gas fill system only purged once instead of twice. Additional information was received reporting, at the end of the case when the surgeon went to use the auto gas fill pack (agf), the system would not complete purge. A new pack was opened and again would not purge, the third pack was opened and connected and the system purged. The surgeon was able to complete the procedure with the third agf pack.